Event description:
Revision of hip components due to fracture.

Manufacturer narrative:
Explanted device was not returned to the manufacturer for evaluation. The device history record review provides assurance the part was accepted with conformance to the product requirements.